Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on this right atrial (ra) channel. Upon review of the presenting, technical services (ts) stated that that the intrinsic atrial rhythm that was present was being blanked as well as often times falling into post-ventricular atrial refractory period (pvarp). The right atrial intrinsic amplitude was out of range. The health care professional (hcp) will be discussing with the physician and the patient might be having a lead revision. This ra lead currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on this right atrial (ra) channel. Upon review of the presenting, technical services (ts) stated that the intrinsic atrial rhythm that was present was being blanked as well as often times falling into post-ventricular atrial refractory period (pvarp). The right atrial intrinsic amplitude was out of range. The health care professional (hcp) will be discussing with the physician and the patient might be having a lead revision. This ra lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.